Event description:
It was reported that that the heartmate touch (hmt) was not pairing to the bluetooth adapter in the operating room when attempting to establish connection to prime the pump. After holding down the bluetooth adapter, pressing connect on the hmt screen, and verifying numbers matched, the screen read "error: retry". The app was then restarted; the bluetooth adapter was unplugged and replugged, the ipad was restarted, and all connections were checked but the connection still was not successful. The hmt was paired with a different bluetooth adapter and immediately worked which indicated an issue with the bluetooth adapter. It was later indicated that the hmt was able to connect to another power module.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of issues pairing the bluetooth adapter was unable to be confirmed. The heartmate touch wireless adapter (serial unknown) was not returned for analysis. Log and framework files were not submitted for review. Provided information indicated that the heartmate touch (hmt) was not pairing with bluetooth adapter in the operating room when establishing connection to prime the pump. After holding down button on adapter and pressing connect on the hmt screen (verifying number matches), screen reading "error: retry". The app was restarted, the adapter was unplugged and re-plugged, the hmt was restarted, all connections were checked but a connection could not be established after multiple attempts. The hmt was then used with a different bluetooth adapter and successfully connected. Additional information indicated that the bluetooth adapter was successfully used on a different power module and successfully connected to the hmt. A root cause for the reported event could not be conclusively determined through this investigation. Serial number not provided, a DHR review was not provided. Heartmate 3 instructions for use (IFU) (rev. D) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch, including a frozen screen and the connection failed - heartmate touch app error message. No further information was provided. The manufacturer is closing the file on this event.